Manufacturer narrative:
The device was received and evaluated. A tear was observed on the exposed portion of the soft cannula and fluid was observed leaving the tear. Fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula due to the tear. The timing and cause of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 15.3 mmol/l (275.4 mg/dl). The pod was worn on the patient's back for between 24 and 36 hours. As treatment, a manual insulin injection was administered and a new pod was applied.